Manufacturer narrative:
Upon receipt, the available data were inspected. The inspection revealed that until (B)(6) 2017 the device functioned as expected. In particular, the charging times of the charging cycles directly before the eos status on (B)(6) 2017 (shocks 81 and 82) were normal and the battery was not depleted. The charging cycle 83 on (B)(6) 2017 was aborted by activation of the battery status eos at 14:24 o clock. Based on the available information, it is reasonable to assume that an unfavorable magnet application during the shock 83 may have contributed to the clinical observation. An unfavorable orientation as well as a short distance between the magnet and the device during a charging cycle may lead to such rare clinical events. When there is a short distance between the magnet and the ICD, and the orientation of the magnet is aligned to cause the magnetic field to be stronger over the high voltage transformer, a saturation of the transformer may appear only during a charging cycle, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed battery status eos. This does not represent a battery or electrical module malfunction. This status is only achieved with the combination of an exact position of the magnet over the high voltage transformer, and the reduced distance from device to magnet during a charging cycle. The data further documented an error status at 14:39 o clock on (B)(6) 2017, which presumably resulted from the external defibrillation mentioned in the complaint description. At a next step the ICD was investigated. The device could not be interrogated, confirming the clinical observation. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. The battery was found to be depleted. The electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. However, the current consumption was higher than expected, causing a voltage decrease, which impeded a device interrogation as well as its ability to provide therapy. Therefore the electronic module was investigated in detail. The analysis revealed that several electric components had been damaged, leading to an elevated current consumption which depleted the battery. Due to this and the damages of the electronic module the device could not be interrogated properly. Based on the symptoms, the damages of the electronic module were most probably caused by the reported external defibrillation. In general the ICD is protected against the high voltage discharge during an external defibrillation, but, depending on the position of the external defibrillation electrodes and individual patient circumstances, a damage of the electronic module cannot be excluded. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. The final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
This device was not able to be interrogated after the patient had several external cardio-versions. The physician plans on explanting and replacing this device, however it remains implanted at this time.